Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis discovered that the outer body was full of blood. Blood in the outer body was upto the hub and rhv. Analysis of the device revealed that the microdelivery catheter outer body was kinked and compressed. The stent was observed to be protruding from the microdelivery catheter outer body distal end. The microdelivery catheter inner body was broken and blood found was also found in the inner body. Attempts were made to pull the inner body from the outer body. The inner body could not be removed from the outer body. The stent was successfully deployed during functional testing, however there was a large amount of friction, likely due to the observed anomalies. The observed anomalies are indicative of high friction during deployment. The root cause of high friction during deployment cannot be definitively determined in this case. Identified possible causes are: highly tortuous anatomy and inadequate flush. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. The blood found in the returned device can be an indication of inadequate flush, however this could not be definitively determined and there is no indication of tortuous anatomy. Based on the information available the cause of the damages observed cannot be determined. (B)(4).

Event description:
Analysis of the device revealed that the stent was partially protruding from the outer body distal end. There was no reported clinical consequence to the patient.